Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. Several attempts to gather information from the customer were made. To date, no response has been received. If additional pertinent information becomes available, the report will be updated.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a gauze sponge. The customer reports that the product is linting.

Manufacturer narrative:
Submit date 12/30/2015. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. There were no samples received with this complaint therefore an examination of the reported condition could not be made. One photo was provided for analysis which revealed that the product contained loose threads. Based on the investigation and analysis, the potential root cause was identified as the condition may occur during the cutting process; the gauze roll is slit by crushing and then cutting the roll which generates some tiny lint particles and fraying on the cutting edge of the slit roll. The testing method cannot positively identify the actual root cause of the reported linting issue. A formal corrective and preventative action (CAPA) has been initialed to address this issue. The CAPA will address a slitting way optimization method, a change to the grey gauze roll/ folded width, and also enhance the standard to of testing using the shaking method. This complaint will be used for trending purpose for future improvement.